Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron plus g136, they allege that they have low water flow and the handpiece overheats, no injury resulted.

Manufacturer narrative:
Notes: 07/03/25, evaluation tech: (B)(4). W4d water sol, iso valve build up/debris continuous water leaking due to debris buildup in the water system not allowing the solenoid to close completely. Water supply hose quick disconnect corroded. Debris buildup in the water filter. Low vibration due to malfunction with the main oscillator board. Dead batteries in wireless foot pedal. Worn and peeling foot control pad. Intermittent or no operation due to an open condition in the handpiece cable/corroded contact pins. Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval. Hand piece is getting warm due to corroded contact pins on the handpiece cable not allowing enough water to reach the handpiece. Hp 09/2019, hdpc 06/2019.